Event description:
The technician alleged that the bed was not passing the electrical test, loss of ground. No pt impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.